Event description:
The separator was damaged and the physician gave up using it and found another way to revascularize. The final solution was a balloon.

Manufacturer narrative:
The info that we have with regard to this incident was supplied by our distributor. We have not been able to contact the physician or hospital directly. The products were not returned to us and we are filing the MDR based on the info we have received. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009.